Event description:
Device reached eri (elective replacement indicator), noted as 'seems to be depleted too soon'. It was replaced, and no patient complications have been reported as a result of this event.